Manufacturer narrative:
Concomitant product(s): a 5076-45 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with complaints of chest pain, palpitations, high blood pressure, and general exacerbation of their congestive heart failure. Interrogation of the device revealed a previous right ventricular (rv) lead impedance warning, and two ventricular tachycardia (vt) non-sustained episodes which were false positive due to transient t-wave oversensing (twos). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.